Event description:
On (B)(6) 2019, a 31mm tailor flexible annuloplasty ring was implanted following the expiration date. No patient consequences were reported. The product was reported to have expired on 01 july 2019. Per the site, the vektör agent did not retrieve the expired stock from the hospital.

Manufacturer narrative:
Additional information: b5 (event), g4 (PMA/510k), h2 (if follow-up, what type), h6, h10. An event of use of expired product was reported. The results of the investigation confirmed that the tailor flexible annuloplasty ring expired on 1 july 2019 which was prior to the reported event date on (B)(6) 2019. A review of abbott records indicated that the valve was invoiced to vektor prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including product sterilization prior to release and verification of the expiration date listed on the product label. The root cause of the reported event is consistent with user error, per the site the vector agent did not retrieve the expired stock from the hospital and the user did not check the expiration date prior to use.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 31mm tailor flexible annuloplasty ring was implanted following the expiration date. The product was reported to have expired on 07/01/2019. Per the site, (B)(6) agent did not retrieve the expired stock from the hospital. Additional information has been requested.